Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on jun 09, 2025 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a bipap device's sound abatement foam. The patient alleged visualization of particles. Additional information was received about the patient alleged nose/throat irritation and headache. There was no report of patient harm/injury. The device was returned to the third-party service center for further evaluation. The device was evaluated. There was no mention of visual findings to the external part of the device. The internal aspect of the device was inspected. The device powered on, and the airflow was confirmed. The device's downloaded logs were reviewed. There were no errors found. The third-party service center concludes that they couldn't confirm the customer's allegation and there was no visible foam degradation. Sections d8, d9, h2, h3, h6 have been updated in this report. Section h6 health effect - clinical code has been updated in this report.